Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level were 40 mg/dl , 50 mg/dl and 131 mg/dl. The customer did not provide details regarding symptoms and treatment of their low blood glucose. Customer used the auto mode feature at their low blood glucose incident. Customer stated that they had change sensor and calibration not accepted alert. Customer also stated that the insulin delivery was not suspended due to sensor glucose verses blood glucose difference. Customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.